Manufacturer narrative:
D10 concomitant product: 24055-, 24055 5.5 sht sec prt 5.5mm lck cnn/trc, (lot #j1f0107gy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gynecological procedure, at the time of inspection and dissection when pneumo was e stablished, the surgeon noticed a "white speck" (broken piece) on the uterus. The surgeon removed the piece with graspers and used a second trocar. However, the second trocar had issues with seal (one-way valve)/maintaining pneumo; it was physically broken and the air leaked. This led to a rapid loss of pneumo. The surgeon had to plug the trocar with his finger/q-tip while the device was not in use. A third trocar was used to resolve the issue. There was no patient injury.